Event description:
Olympus fse, (B) (4) reports: while providing a customer with an in-service, she found the temperature on the mv-1 set at 25c, using rapicide. The heater was set to the correct temperature, but was not heating. Fse turned thermostat to zero and turned it up to 40º. Waited until the temp was at 37º and ran a test cycle, disinfectant was excessive foaming, checked uptake tubing and connectors. Found one connector missing a gasket/o-ring and one was cracked. Replaced parts, ran a complete cycle, unit is fully functional and cycle completed without errors. (B) (4) explained to the customer that the scopes at that temperature were not properly heated. (B) (4) believes that the scopes were used on patients and is not certain when the problem began.

Manufacturer narrative:
No report of patient injuries as of (B) (6) 2010.